Manufacturer narrative:
(B)(4). Upon follow up with the peritoneal dialysis registered nurse, it was reported that on the same day as the event onset, the patient was hospitalized for peritonitis. The peritonitis was manifested by bloody thick and cloudy effluent and abdominal pain. The following day the patient was diagnosed with peritonitis. After five days in the hospital, the patient was discharged. Seventeen days after the event onset, the patient was hospitalized for the same peritonitis event. Five days later the patient was discharged. The day after the patient was discharged; the patient was re-admitted to the hospital again, for the same peritonitis event. Six days later, the patient was discharged from the hospital and recovered from peritonitis that same day. On an unknown date during the event episode, the patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by weakness. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing, but it was reported that the patient was having a port placed to begin hemodialysis therapy on an unreported date. The peritoneal dialysis catheter remained in place at the time of this report. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.